Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported to fisher & paykel healthcare (f&p) that an rd900aeu neopuff infant resuscitator en's max pressure relief cover was stuck. There was no reported patient involvement.

Event description:
A distributor in south africa reported to fisher & paykel healthcare (f&p) that an rd900aeu neopuff infant resuscitator en's max pressure relief cover was stuck. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject device rd900aeu neopuff infant resuscitator was not received at fisher & paykel healthcare (f&p) new zealand for an evaluation. Therefore, our investigation is based on the information and videography provided by the distributor, previous investigations of the product and our knowledge of our product. Results: visual inspection of the provided videography revealed that the maximum pressure relief cover was stuck and could not be rotated, confirming the reported fault. Conclusion: based on the previous investigations, the reported fault could have caused due to excessive glue that was applied on the inlet port prior to assembling the maximum pressure relief cover during the manufacturing of the subject device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".